Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure and a signal loss issue occurred. No adverse patient consequence was reported. It was reported that during a case, distorted signals on all intracardial and body surface electrograms were observed to a level of not being able to work properly with those signals. Checking the connections of the recording system did help a little, improving the shown signals, but did not solve the problem. Only then, fifteen (15) minutes after noticing the issues, a "current leakage" error appeared on the carto screen. They then continued the protocol, disconnected the body surface cable, as well as all catheter cables from the patient interface unit (piu). After restarting the piu, they started to connect the body surface cable, as well as each of the catheter cables again one by one. This way, the thermocool smarttouch sf catheter (stsf), lot 31210799l) connected to the map port, could be identified as the source of the leakage current. After checking the connections, no abnormalities or bent pins could be detected. The cable was then replaced, the piu got restarted and the leakage current error returned. Again, after same troubleshooting procedure, the map catheter could be identified as the source of problem again. The catheter was then replaced, the piu got restarted once more, and the error did not resolve. A pentaray catheter also had to be dismissed for this case. The case was then converted to a competitor device. After the case, the two cables, as well as both stsf catheters were examined again with more detailed care. They were able to find some corrosion, caused by some sort of fluid (probably flushing nacl solution). The moisture must have been transmitted from the first cable to the first catheter, to the second cable and the second catheter. Additional clarification was received on 11-mar-2025. It was reported that signal interference was on both the carto and recording system. The physician did not have any intact electrocardiogram (ECG) signal available to monitor patient heart rhythm. During the signal interference, the affected catheters were inside the patient¿s body. Signal noise was an issue on both stsf catheters. As such, the event is now considered MDR reportable with an awareness date of 11-mar-2025. Additional information also indicated that the patient was deep sedated with local anesthesia. No intervention was required that day. The corrosion was seen on both the cables and the catheters, as the fluid transferred during each change of cables and catheters.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 16-apr-2025, additional information was received which indicated that the cables were discarded. Therefore, h 6. Type of investigation has been updated. Correction to initial report: d 1. Brand name and d 2a. Common device name have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).